Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (b)(64) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible oversensing on ventricular high rate episode markers. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.